Event description:
It was reported that the patient experienced discomfort at the pump site. The patient was noted to have previously been obese and had lost a fair amount of weight. They had a large amount of redundant abdominal tissue. Fluoroscopy and ultrasound confirmed the pump had flipped on (B)(6) 2013. It was noted as possibly related to the implant procedure. The pump was flipping within the pocket, and the ligatures were broken. The pump flip caused difficulty with fills and discomfort at pocket site. The device was surgically repositioned, and the pump was manually flipped, on (B)(6) 2013. The patient resolved without sequelae on (B)(6) 2013. The medications used within the system were hydromorphone and bupivacaine. It was later reported that the event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l47427, implanted: (B)(6) 1997. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).